Manufacturer narrative:
Patient information was not available on the date of filing. The probe was returned to the manufacturer for analysis. Through visual/physical examination the reported issue was confirmed as there was physical damage to the probe and the tip had been twisted and broken off. This issue was documented in a medtronic navigation hardware anomaly tracking database. The hardware investigation found the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar posterior spinal fusion procedure the tip of a probe broke off in the patient. The tip was retrieved and there was no injury to the patient or staff. The account saved the broken probe but not the tip. There was no reported impact on patient outcome.